Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the site was unable to complete patient registration. It was reported that the fiducials could not be observed and that tracer registration could not be completed either. The site used a second medtronic navigation system to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Patient demographics provided. If information is provided in the future, a supplemental report will be issued.

Event description:
The archive from the procedure was received by medtronic for evaluation. It was noted that multiple registrations on the archive showedthe application software recognizing the fiducials as well as numbering them. It was noted that fiducial placement was symmetrical in places and that the spacing was close to equal in other spots. It was reported there were no instances of a point appearing where a fiducial was not located.